Event description:
Reportedly, the pt's mother noticed a ticking/clicking sound from the ventilator when the pt was transferred from the wheel chair to the bed at home. It was also reported that the pt felt she was not getting enough air. The ventilator was shooting out puffs of air but not ventilating. The pt was ambu bagged and then switched to a back-up ventilator. Please note that there was no permanent injury in this case.